Event description:
During dilatation of a stent, the balloon ruptured at 17 atm (1 atm above burst rate). No pt injury or complication occurred and no intervention was required. During product eval a jetstream leak was detected. Although no jestream leak was reported during the event and no pt complications or intervention occurred, such a leak may cause an adverse event if it were to recur.